Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 5 events were reported for this quarter. Product return status: 5 devices were received for evaluation. Evaluation status: 5 device evaluations are in progress. Additional information: 5 devices are not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device ran in safe mode. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 4 events were previously reported in the executive summary in follow-up 1; however 5 events were initially reported during the quarter.   5 events were reported for this catalog number/device code combination for the reporting quarter. 5 previously reported events are included in this follow-up record.   Product return status 5 devices were received.   Event confirmation status 5 reported events were confirmed; the cause traced to component failure. Evaluation results 5 devices were found to be affected by a loose lever assembly.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device ran in safe mode. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 5 total events were initially reported. 5 previously reported events are included in this follow-up record. Product return status 5 devices were received. Evaluation status 4 reported events were confirmed during testing. - 4 devices were found to be affected by a loose lever assembly. 1 device evaluation is in progress.   Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device ran in safe mode. 4 events had no patient involvement; no patient impact.